Event description:
The reporter indicated the surgeon implanted a 12.0mm (B)(4) implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The facility reported lens opacity but it was stable and is being monitored. The icl remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the icl was explanted.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. (B)(4) - explanted. Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below (B)(6), acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).